Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 412 mg/dl at the time of incident. The customer was assisted with troubleshooting. The insulin pump had belt clip got broken causing the insulin pump to hit the ground and cracked on the front and back of the insulin pump. Customer stated the insulin pump had been dropped. It was unknown if customer used auto mode feature at the time of event. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device p-cap or reservoir locked properly in place. Device received with cracked glass. After battery installation device gave an unexpected partial display with horizontal lines on display due to cracked or broken traces on lcd glass between the lcd controller and the lcd image area. Unable to perform displacement test, rewind, prime or seating, basic occlusion test, force sensor test, occlusion test, and self test due to display anomaly.